Event description:
Manufacturer ref. #: 1916mcc1669.

Manufacturer narrative:
No service on the ventilator was requested by the user facility. The rail was reconnected by the biomedical engineer. The ventilator was then released for clinical use. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the side rail mounted on the ventilator carrier fell off. There was no patient harm. Manufacturer ref. #: (B)(4).